Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture (grade IV) and seroma.

Event description:
Healthcare professional reported ¿right side discomfort¿; ¿small collection of peri-implant fluid¿; ¿discreet thickening and enhancement capsular suggestion of capsular contracture¿ baker grade IV. The device remains implanted.

Manufacturer narrative:
Continued e.1 phone : (B)(6). G.3 was inadvertently left blank on previous medwatch, the correct date for g.3 is 05/apr/2021.

Event description:
Healthcare professional reported ¿right side discomfort¿; ¿small collection of peri-implant fluid¿; ¿discreet thickening and enhancement capsular suggestion of capsular contracture¿ baker grade IV. The device remains implanted.